Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not reproduced but likely occurred. The device evaluation also found corrosion on the video connector contact point. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the image is not displayed on the camera head. The issue occurred during preparation for use in an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.